Manufacturer narrative:
Additional information: on 10/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). Mentor¿s psr exemption #e2007003. It was reported that a (B)(6) hispanic female underwent primary breast augmentation with mentor breast implants (350cc on the left side and 275cc on the right side) and experienced bilateral baker grade IV capsular contracture and rupture post-operatively. As a result, the patient underwent device removal and replacement with mentor breast implants (465cc on the left side and 465 on the right side), catalog numbers smpx440 on the left side and smpx465 on the right side, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's right-sided device.